Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The symbols were worn on the contrast, up arrow, and ok keypad buttons. All keypad buttons were intermittently responsive during testing. It was observed that all keypad buttons spring back as expected. There was evidence of contamination found under all key contacts.

Event description:
A distributor reported that the keypad buttons were intermittently unresponsive.